Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 39-year-old female patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported purge system blocked alarms with purge flows less than 1 ml/hr and purge pressures over 1,000 occurred. Medical staff checked the purge line for kinks and changed the purge cassette, which did not resolve the alarm issue. Medical staff noted normal limits for motor current and decided to initiate tissue plasminogen activator (tpa) protocol. The patient has been on impella support for 49 days and is on biventricular assist device support, working up for a transplant. Trans-thoracic echocardiograms showed worsening left ventricle (lv) function. The lv waveform increased over the aortic waveform with equalization of maximum/minimum flows. Medical staff expected pump saturation and noted slowly increased motor currents over an hour¿s time. Medical staff then replaced the 5.5, and the patient remains stable on impella support.

Manufacturer narrative:
The investigation for the saturated flow issue has been completed. Data logs were investigated and there are several periodic raises in purge pressure until a final instance where the purge pressure crosses 1000 mmhg and stays high. That being said, there are no motor current spikes/trends that coincide with the rises in purge pressure. Returned product was investigated and there was a kink in the catheter/purge line at the junction between the red handle and catheter. Additionally, there appeared to be biomaterial in the purge gap. A window was cut in the catheter and blood had gotten into the purge line. When running the pump in the lab, high purge pressure (hpp) reproduced until a cut was made in the catheter near the motor housing that lead to a release of blood/biomaterial and pressure. Further investigation showed that when flexing the existing kink location near the red handle, purge pressure spikes could be reproduced and then resolved when letting go. This indicates that the build up of biomaterial and blood ingress in the purge gap was likely a symptom of the purge line being kinked farther up the catheter. The field data logs further suggest that the short periods of purge pressure rise and drop before the sustained event could likely correlate to instances of patient movement that kinked the purge line blocking off flow repeatedly. This would create time for blood to ingress into the purge line. The root cause of the high purge pressure was determined to be a kinked purge line. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿